Manufacturer narrative:
The reported event of a damaged outer jacket of the modular cable was confirmed. Visual inspection revealed that the outer jacket was torn approximately 6 inches from the system controller connector. The polyurethane around the torn area showed a cracked surface. The outer jacket material appeared to have expanded causing the ends of the tear to push together. The evaluation of the underlying armor layer found no evidence of damage and there were no exposed wires. The evaluation also revealed that the inline connector bend relief was discolored. The controller and inline connector pins were unremarkable. The investigation was unable to conclusively determine what caused the damaged outer jacket. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age, gender and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year, 7 months. The modular cable is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine hospital visit on (B)(6) 2017, it was noticed that the outer white insulation of the modular cable was telescoped. There were no reported alarms and no impact to lvad function. The patient was asymptomatic. The modular cable was exchanged. No additional information was provided.